Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure via the cephalic vein, the endovascular stent graft allegedly failed to deploy from the endovascular stent graft delivery system; therefore, the device was removed without incident. Reportedly, another endovascular stent graft delivery system was used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a stent graft delivery system was returned for evaluation. The safety clip and the 2-way stopcock were not returned. The valve was found opened and the outer sheath was found elongated distal to the catheter reinforcement. The distal tantalum marker of the stent graft was found deployed and two struts perforated proximal to the marker band. The marker band was found moved distally and the inner catheter protruded the tip. The pusher was found to be right behind the proximal end of the stent graft. A flushing test through the proximal luer port and a guide wire patency test with a compatible 0.035'' guidewire were successfully performed. A stent graft deployment test could not be performed due to the struts. Based on the investigation of the returned sample the reported failure could be confirmed. However, based on the available information, a definite root cause for the reported failure could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." And "the use of an appropriately sized introducer sheath is recommended."

Event description:
It was reported that during a stent graft deployment procedure in the upper arm via the cephalic vein, the endovascular stent graft allegedly failed to deploy. Therefore, the device was removed without incident. Reportedly, another endovascular stent graft delivery system was used and the procedure was completed. There was no reported patient injury.